Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm coyote fc (emerge) balloon catheter was advanced for dilation. However, during inflation, pinhole rupture occurred before reaching the nominal pressure at the lesion. Subsequently, a 2.0mmx30mmx143cm coyote fc (nc quantum apex) balloon catheter was used, but the balloon also ruptured at 4 atmospheres. The procedure was completed with a different device. No patient complications nor injuries reported.